Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. Continuation of concomitant: 5076-52 lead implanted: (B)(6) 2009.

Event description:
It was reported that during the patient's open heart procedure using cautery, the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to electromagnetic interference. The lead integrity alert (lia) and a high sensing integrity counter (sic) was noted. The right ventricular (rv) lead had high impedance. The device and lead were tested and function was normal. The device and lead remain in use. No further patient complications have been reported as a result of this event.